Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered two consecutive alert 38 notifications indicating a motor stall and failure to infuse, and the user was instructed on performing a dry run and changing the infusion set; the user was wearing an inset 23-inch set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified with the device, consistent with a stalled motor and failure-to-infuse issue involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.